Manufacturer narrative:
The subject device remains implanted.

Event description:
The patient underwent successful stenting of an aneurysm located at the left middle cerebral artery (mca). One day post stenting, the patient developed first stroke. Medication (not specified) was administered and the event was resolved without any symptoms and/or neurological deficit. In physician¿s opinion the first stroke is related to the procedure and unrelated to the device. Approximately 17 days post stenting, the patient developed second stroke and patient¿s hospital stay was prolonged. The patient was assessed as having ongoing stroke symptom with moderate to severe neurological deficit or disability. The relationship of the second stroke to the procedure and the device were assessed as unknown. No further information is available.

Manufacturer narrative:
Based on the additional information received from the facility the executive summary is updated to clarify that the second stroke and the petechial hemorrhage are neither related to the procedure nor any devices. However, it could be related to the patient¿s preexisting conditions. The first stroke resolved without any symptoms, therefore code for neurological deficit is not longer applicable.

Event description:
The patient underwent successful stenting of an aneurysm located at the left middle cerebral artery (mca). One day post stenting, the patient developed first stroke. Medication (not specified) was administered and the event was resolved without any symptoms and/or neurological deficit. In physician¿s opinion the first stroke is related to the procedure and unrelated to the device. Approximately 17 days post stenting, the patient developed second stroke with petechial hemorrhage and patient¿s hospital stay was prolonged. The patient was assessed as having ongoing stroke symptom with moderate to severe neurological deficit or disability. Information received from the facility indicated that the second stroke and the petechial hemorrhage are neither related to the procedure nor any devices. However, it could be related to the patient¿s preexisting conditions.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, stroke is known risk associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stenting of an aneurysm located at the left middle cerebral artery (mca). One day post stenting, the patient developed first stroke. Medication (not specified) was administered and the event was resolved without any symptoms and/or neurological deficit. In physician¿s opinion the first stroke is related to the procedure and unrelated to the device. Approximately 17 days post stenting, the patient developed second stroke with petechial hemorrhage and patient¿s hospital stay was prolonged. The patient was assessed as having ongoing stroke symptom with moderate to severe neurological deficit or disability. Information received from the facility indicated that the second stroke and the petechial hemorrhage are neither related to the procedure nor any devices. However, it could be related to the patient¿s preexisting conditions.